Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer uses u-500 insulin. Tandem technical support educated the customer on insulin labeling. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.